Manufacturer narrative:
Additional information: h6 (patient and device codes). Investigation: investigation is reopened due to additional information provided. The following allegations have been investigated: tilt, chest pain, discomfort. The reported allegations have been further investigated based on the information provided to date. The following allegations have been investigated: stenosis, tilt, chest pain, discomfort. Ivc occlusion/ thrombosis, new dvt, ivc stenosis as a reported complication, is a known risk in relation to filter implant and is well documented in the clinical literature and in clinical practice guidelines. This is supported by the clinical evidence report established to assess available clinical data to identify and evaluate the clinical safety and performance of the cook vena cava filters. Potential adverse events that may occur include, but are not limited to, the following: vena cava occlusion or thrombosis, vena cava stenosis, deep vein thrombosis. Filter tilt has been reported. Potential causes may include filter placement in ivcs with diameters larger than those specified in these instructions for use; improper deployment; manipulations near an implanted filter (e.g., a surgical or endovascular procedure in the vicinity of a filter); and (or) a failed retrieval attempt. Excessive filter tilt may contribute to difficult or failed retrieval; vena cava wall penetration/perforation; and (or) result in loss of filter efficiency. Potential adverse events that may occur include, but are not limited to, the following: unacceptable filter tilt. Unknown if the reported chest pain and discomfort are directly related to the filter and unable to identify a corresponding failure mode at this point in time. Catalog and lot number are unknown. The alleged tulip is manufactured and inspected according to specifications. No evidence to suggest that this device was not manufactured according to specifications and nothing indicates that the filter did not perform as intended, e.g. Intended for the prevention of recurrent pulmonary embolism (pe) via placement in the vena cava. Cook will reopen its investigation if further information is received warranting supplementation in accordance with 21 c.f.r. 803.56. This report includes information known at this time. A follow-up report will be submitted should additional relevant information become available. This report is required by the FDA under 21 cfr part 803 and is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement contained herein is intended to be an admission that any cook device is defective or malfunctioned, that a death or serious injury occurred, nor that any cook device caused, contributed to, or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
Patient allegedly received an implant on (B)(6) 2011 via the left renal vein due to trauma/motor vehicle accident (mva). Patient is alleging tilt. Patient alleges to "currently experiencing poppin in sternum area. Sharp pains on right side of chest." Per computed tomography report, "patient has an inferior vena cava filter. It begins at the level of the left renal vein entrance. The ivc is collapsed around the filter. The filter is tipped slightly with the apex along the right lateral wall and the lower portion of the filter leaning to the left lateral wall. The most inferior struts are closely applied to the wall of the cava but there is no definite perforation beyond the caval wall."

Manufacturer narrative:
Blank fields on this form indicate the information is unknown or unavailable. Catalog # is unknown but referred to as gunther tulip. Occupation: non-healthcare professional. Investigation: it has not been possible to further investigate or evaluate this alleged event based on the limited information and/or no device failure provided to date. Catalog number and lot number are unknown, however, the alleged tulip is manufactured and inspected according to specifications. No evidence to suggest that this device was not manufactured according to specifications and nothing indicates that the filter did not perform as intended, e.g. Intended for the prevention of recurrent pulmonary embolism (pe) via placement in the vena cava. Cook will reopen its investigation if further information is received warranting supplementation in accordance with 21 c.f.r. 803.56. This report includes information known at this time. A follow-up medwatch report will be submitted if additional relevant information becomes available. .

Event description:
It is alleged that the patient received a gunther tulip inferior vena cava (ivc) filter on (B)(6) 2011, and the patient was injured without further explanation. Hospital and medical records have been requested, but not yet provided.